Manufacturer narrative:
H.6. Investigation: four photos were received and evaluated. One photo displayed three tray labels (p/n 309605) with one from batch 0148681, one from batch 0113404, and one from batch 9207810. Three photos displayed a loose 10ml syringe with a small black insect in the barrel, outside the fluid path near the 3ml grad line. The insect appeared to be mostly intact and was larger than level 3 in size, which was rejectable per product specification. Potential root cause for the foreign matter defect may be associated with the material handling process. Batches 0148681, 0113404 and 9207810 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 3 bd 10ml syringe luer-lok¿ tips bulk convenience paks experienced foreign matter in the device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: material no: 309605, batch no: 0148681, 0113404, 9207810.  While doing qa on our final products that were in 10ml syringes we noticed that there was a bug in the barrel of one of the syringes. We were forced to dispose of all doses that came from the package of 20.

Manufacturer narrative:
"There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0148681. Medical device expiration date: 2025-05-31 . Device manufacture date: 2020-05-27. Medical device lot #: 0113404. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-04-22 . Medical device lot #: 9207810. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd 10ml syringe luer-lok¿ tips bulk convenience paks experienced foreign matter in the device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: material no: 309605, batch no: 0148681, 0113404, 9207810.  While doing qa on our final products that were in 10ml syringes we noticed that there was a bug in the barrel of one of the syringes. We were forced to dispose of all doses that came from the package of 20.